Event description:
It was reported that the lead polarity changed to unipolar as the bipolar impedance was low. There was high threshold on the lead. An insulation breach was also noted close to the pin. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.